Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a proglide device after a ventricular tachycardia ablation procedure, with a 6fr sheath. Reportedly, when inserting the proglide device strong resistance was felt, force was applied, and a distal guide separation occurred. A snare device was advanced through right common femoral artery and the separated portion was retrieved. The patient experienced significant blood loss and a covered stent was placed at the groin access site, as vessel perforation was suspected. The patient was reported as stable post procedure. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The reported foot separation was confirmed. The reported sheath separation was observed as guide separation. The reported difficulty to advance could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, force was used to remove the device. The instructions for use (IFU) states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide suture mediated closure device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. The patient effect of hemorrhage and perforation of vessels are listed in the proglide IFU as potential adverse events associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Additional information: the returned device analysis observed a posterior foot separation, which was not returned. Follow-up with the account confirmed that they were aware of the foot separation. The separated foot was removed from the patient anatomy. No additional information was provided.